Manufacturer narrative:
Follow-up is not possible with the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: ¿rupture".

Event description:
Allergan aesthetics received a report via nbir of a ¿rupture.¿ this record is for the right side. Device was explanted and replaced.